Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a venaseal procedure using the closure system vs-404, the patient experienced redness and pain at the medial thigh without itching, swelling and itching of both legs (worse on the left), and a hypersensitivity reaction diagnosed by the office.the left leg was treated on the (B)(6) 2025 and the right leg was treated on the (B)(6) 2025. The patient had a lesion at the left great saphenous vein mid segment, a lesion at the right leg (treated, symptoms not specified), and a lesion at a soft tissue site. The patient was treated with prescription antibiotics for redness and it was unclear at the time if it is a true cellulitis infection. The patient has an autoimmune disorder that was unknown until follow up visits. Patient was diagnosed with hypersensitivity and over-the-counter antihistamine was prescribed for the hypersensitivity reaction. As of the latest follow-up, symptoms were resolving. No deaths were reported.